Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer followed the knowledge article, rebooted the station, and it loaded the med application, which resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had the touch screen unresponsive. The customer stated that could not go pass the login screen and the keypad was not responding. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.